Event description:
Device dispaly not working during treatment. No adverse effects to patient/operator were reported.

Manufacturer narrative:
Device out of work during surgical treatment due to display failure. We are unaware about patient/operator injury.